Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the provided files led to the following observations : the device switched in standby mode on (B)(6) 2022. The switch was triggered by the detection of inconsistent data in device memory during an integrity check on parameters, likely seu the device was properly re-initialized on (B)(6) 2023. In standby mode, the device doesn¿t measure the battery impedance. At the interrogation on (B)(6) 2023, after re-initialisation, the device had not yet performed the battery measurement. Therefore, the impedance battery value (1,53 kohms) displayed on the programmer, was the value measured before the switch to standby mode. This impedance battery variation may be related to transport or storage temperature conditions. -based on available data, no issue is suspected on the subject device.

Event description:
Reportedly, before implantation the device was interrogated on (B)(6) 2023, and the device was found in back up mode, therefore the device was re-initialized. The battery impedance was at 1,53 kohms. The device was not implanted. On (B)(6) 2023, the device was re-interrogated and the battery impedance was measured at 400ohms